Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center and reported that when units were updated from mg/dl to mg/l for acetaminophen (acet) on the atellica sample handler prime, a wrong conversion factor was applied. Quality controls (qcs) and calibration recovered acceptable as the conversion factor was applied to calibrators and qcs as well. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse reviewed the setup for the assay, entered assay ranges in correct units, recalibrated the assay and ran qc. The practice of entering the incorrect conversion factor contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
When units were updated from mg/dl to mg/l for acetaminophen (acet) on the atellica sample handler prime, a wrong conversion factor was applied, causing patient, calibrator, and quality control results to be divided by 10 instead of multiplied by 10. No further information was provided at the time of filing this report. The customer did not provide patient data. There are no known reports of patient interventions or adverse health consequences due to this incident.

Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on 16-aug-2023. Additional information (18-aug-2023): the customer was informed of the change in the set up for the assay and the customer confirmed the ranges are correctly established on the instrument. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00234 on 16-aug-2023 and supplemental MDR 2432235-2023-00234_s1 on 12-sep-2023. Additional information (09-oct-2023): the customer¿s therapeutic range for acetaminophen (acet) is 2-200 mg/l. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.